Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during dwell 1 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had disconnected their transfer set from the patient line of the homechoice set during a drain cycle without pausing therapy. Hp returned minutes later and reconnected their transfer set to the patient line of the homechoice set. Immediately after reconnecting, hp received the system error message. Tsc assisted hp in ending therapy early. Per hp, no patient injury or medical intervention was associated with this incident.